Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed on a broccoli shaped laa, and a 27 mm watchman flx pro closure device was implanted after meeting all release criteria. Post procedure within 24 hours, the closure device had found to have embolized into the left ventricular outflow tract (lvot). The following day post index procedure, the patient underwent an explanation procedure with a percutaneous snare to retrieve the closure device. The patient was doing well and was discharged. The physician believes the patient aggressively coughing may have contributed to the embolization.